Event description:
Pt reported experiencing elevated blood glucose in the 300's mg/dl. Her normal range is 80-120 mg/dl. She stated that she had symptoms of dizziness and nausea. Pt indicated that she administered numerous boluses and an insulin injection to address the issue. She stated that she would change the infusion set. After changing the infusion set, pt stated that her blood glucose level returned to normal. Pt discarded the infusion set, therefore, it was not available to be returned for evaluation. The pt was able to address the issue without requiring medical assistance from healthcare professional or second party.

Manufacturer narrative:
Product not returned for evaluation.